Event description:
A 3.0mm diameter by 15mm length s670 rapid exchange stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The lesion was pre-dilated with a 2.0mm angioplasty balloon prior to the insertion of the stent delivery system. It was not possible for the stent to cross the severely calcified target lesion, therefore, the stent delivery system was pulled back from the coronary artery. Upon removal of the stent delivery system, it was reported that the stent caught on calcium in the artery. Additionally, it was reported that negative pressure was applied to the stent delivery balloon during the removal of the device. Subsequently, the stent dislodged from the stent delivery system at the aortic root. The stent was successfully retrieved with a snare device and removed from the pt. The severely calcified lesion and the negative pressure applied to the stent delivery balloon during removal contributed to the stent dislodgement. There was no add'l clinical sequelae reported related to the event.